Manufacturer narrative:
The occurred on an unknown date in june 2016. (B)(6). Manufactured february 19, 2016 ¿ february 20, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folflusor did not infuse. This occurred during patient use. The folfusor was filled with 256 ml of fluorouracil, cytostatic, and natriumklorid. The pump was set to infuse for 46 hours but after 53 hours it was still not empty. The folfusor was discarded. There was no patient injury or medical intervention associated with this event. No additional information is available.